Event description:
It was reported that during a neurovascular procedure the distal part of the subject guidewire broke during use. Stent thrombectomy was performed to remove the broken guidewire from the patients body. The broken piece was removed successfully which did not influence the outcome of the surgery.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The product was returned, during analysis it was noted that the guidewire was returned broken/fractured (distal end was not returned but the proximal end was 111cm roughly). The proximal fragment was inspected, and the nitinol tubing was broken/fractured with the core wire exposed and broken. The guidewire was noted to be kinked/bent at 98cm. Analysis of the returned device also found damage to the ptfe (polytetrafluoroethylene) coated length. Scraping and peeling was evident in in multiple areas to 38cm from the proximal end and most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, the dispenser hoop was flushed before removing the guidewire, no resistance was encountered when removing the guidewire from the dispenser hoop, continuous flush was set up and maintained throughout the clinical procedure, the guidewire tip was shaped at 45 degrees, the patient anatomy was quite tortuous. It is probable that the guidewire experienced high tension and/or torsion forces while navigating inside the anatomy of the patient, due to the tortuous anatomy of the patient resulting in the reported event. The as analyzed ¿guidewire ptfe coating peeling¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. An assignable cause of procedural factors will be assigned to the as reported/as analyzed ¿ guidewire broken/fractured during use¿ as well as the as analyzed "guidewire kinked/bent' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a neurovascular procedure the distal part of the subject guidewire broke during use. Stent thrombectomy was performed to remove the broken guidewire from the patients body. The broken piece was removed successfully which did not influence the outcome of the surgery.